Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection was performed and showed no defects. The functional inspection found that the device could not maintain pressure, establishing a relationship with the reported event. Root cause was determined as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that loose parts inside a renasys go were noticed and the device was not able to generate and control negative pressure. No case involved; therefore, no patient was involved.